Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Unit works intermittently. Media card slot keeps taking card but will not stop. Also, the securement bracket broken. MDR filed.